Event description:
Customer reported three events that led to a loss of consciousness during a period where they were adjusting insulin daily dosage. In all three instances, paramedics were called and provided IV and oxygen treatment. Upon arrival at the hosp, the customer was provided food to further raise glucose levels. In the first instance, a meter reading was not associated wtih the event. In the second, the customer did not recall the reading. In the third, they received a reading of 137 mg/dl at 7:01 am. They frlt light-headed and then lost consciousness. An ambulance was called, and paramedics provided a blood glucose reading in the 30's.